Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. Physician reported he had a faradrive with aspirating issue when farawave was inserted and he followed the aspiration recommendation he always aspirated air. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was contaminated.

Manufacturer narrative:
Initial reporter phone (B)(6).